Event description:
Patient was revised due to pain. It was noted that the cup was well fixed. The revision operative report indicates that the surgeon felt that the failure was at the trunnion. It was noted that this was the only place where metallosis was observed. The head and sleeve were exchanged on (B)(6) 2009. Reason for exchange is unknown at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).